Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, visual and photographic imaging tests performed. The complaint of frequent/difficulty charging was confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in rapid battery depletion and consequent difficulty charging the ipg. Exposing the aic-u1 to high electromagnetic or voltage transient environment can cause this type of failure. Root cause of the aic damage could not be determined. It couldn't be confirmed if electrocautery was used during the patient's laminectomy procedure.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg and that the ipg would not hold a charge. The patient underwent a non-device related surgery wherein electrocautery may have been used. The patient started experiencing the difficulty charging following the surgery. The patient underwent an ipg replacement and is reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Date of event: 2012.

Event description:
A report was received that the patient was experiencing difficulty charging his ipg and that the ipg would not hold a charge. The patient underwent a non-device related surgery wherein electrocautery may have been used. The patient started experiencing the difficulty charging following the surgery. The patient underwent an ipg replacement and is reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).